Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the smell of insulin was noticeable in the compartment. The reporter noticed wetness on cartridge and in cartridge compartment tonight during routine cartridge change and notes cartridge appeared to be foggy on the inside. The last cartridge change was 3 days ago. The reporter could see no visible damage upon inspecting cartridge. There is no adverse event or blood glucose excursion related to this issue. This is being reported due to the alleged leak in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the returned cartridge was found to pass the visual inspection and the cartridge leak test. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.